Event description:
Information was received that a smiths medical bivona® adult tts¿ tracheostomy tube had a broken cuff that led to leakage while in use with a patient. The tube cuff was filled with 6ml sterile water and no leakage was confirmed prior to its use. Patient's nose secretion had increased, and water spilt from nose. Spo2 value of the patient had decreased, and was subsequently sent to the ER for ICU lung treatment. It was reported that the patient is stable.

Manufacturer narrative:
Evaluation results: one 7.0mm ID trach tube with tts cuff was returned for a broken cuff which was leaking. The product cuff was leak tested with air. The cuff was unable to inflate and immediately deflated as air escaped from small holes/scratches in the tts cuff. Upon visual inspection of the cuff, it was noted that there were tiny scratches in multiple locations on the cuff, perhaps caused by the device coming into contact with something sharp externally or potentially from hard cartilage internal to the patient.